Manufacturer narrative:
Due to additional information received, this supplemental report is being submitted for the updated field describe event or problem (b5), in section b - adverse event or product problem. Detailed product information was not provided to bsc. We completed a good faith effort to obtain the information, but it was not available. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure was performed under transesophageal echocardiography (tee) guidance. A versacross steerable access solution was selected for use transseptal access. There was no pe was observed at the start of the case. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. After the wds required a partial recapture to exchange for a new 24mm wds, a small pe around the laa measuring approximately 4mm was identified on tee. The pe was closely monitored intra-procedurally and did not increase in size. The second 24mm wds was implanted. The patient did not require intervention and was deemed stable at the conclusion of the procedure. The transeptal puncture was difficult. The physician accidentally crossed when dropping down, but the position was not optimal so physician re-wired the superior vena cava and dropped down again. The fossa was small and very difficult to imagine based on artifact. The effusion was noted prior to the watchman being deployed. The patient was considered stable when leaving the procedure. Heparin administered partial dose prior to transseptal access (tsp), remainder after transseptal. Act reading after tsp 278. It was further reported that the patient was discharged without any intervention.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation (disposed by facility). If there is any further relevant information obtained, a supplemental medwatch will be filed. Detailed product information was not provided to bsc. Good faith efforts to obtain the information are in progress. Because the product is unknown, we are unable to provide the unique identifier (UDI) and other specific product information at this time. A supplemental report will be filed if the information is received. Good faith effort attempts to try and retrieve additional details regarding the reported event are in progress, but further information was unable to be obtained. If there is any further relevant information obtained, a supplemental medwatch will be filed.

Event description:
It was reported that a pericardial effusion (pe) occurred. During a left atrial appendage closure (laac) procedure was performed under transesophageal echocardiography (tee) guidance. A versacross steerable access solution was selected for use transseptal access. There was no pe was observed at the start of the case. A 24mm watchman flx pro closure device and delivery system (wds) was inserted and deployed. After the wds required a partial recapture to exchange for a new 24mm wds, a small pe around the laa measuring approximately 4mm was identified on tee. The pe was closely monitored intra-procedurally and did not increase in size. The second 24mm wds was implanted. The patient did not require intervention and was deemed stable at the conclusion of the procedure. The transeptal puncture was difficult. The physician accidentally crossed when dropping down, but the position was not optimal so physician re-wired the superior vena cava and dropped down again. The fossa was small and very difficult to imagine based on artifact. The effusion was noted prior to the watchman being deployed. The patient was considered stable when leaving the procedure. Heparin administered partial dose prior to transseptal access (tsp), remainder after transseptal. Act reading after tsp 278.